Event description:
The strip lot expiration date, printed on the vial, is 10/31/2006; however, according to the MFR's electronic inventory system, the correct expiration date for the strip lot is 10/31/2002. Pt had not yet begun using the test strips. No pt injury was reported. A request was made for the return of the suspect product and replacement product was shipped.